Event description:
I had to have both of my knees replaced in (B)(6) 2001 - right knee and (B)(6) 2005 - left knee. These were stryker knee implant. Both implants had to have knee revisions - (B)(6) 2013 - left knee and (B)(6) 2015. Surgeon told me that bone in implants became (B)(6) like. The worse the surgeon had ever seen. More in my right knee. I suffered severe debilitating pain. Had to use wheel chair. Also gait was way off causing severe spinal pain. For nearly 13 long years.